Manufacturer narrative:
(B)(4). Lock out the analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the handpiece overheated while being tested at the customer account. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Event description:
It was reported that during an unknown procedure the device did not open after firing several times. The device was not on tissue when the device would not open. Another device was used to complete the case with no patient consequence. One device to be returned for analysis.no additional information was available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.